Event description:
The customer reported that the system was not booting up. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep found a blown f1/f2 power fuses. He replaced the f3 in the psu. The system operates as intended.